Event description:
Prior to attempting arterotomy closure, the cardiologist prepped the track with a hemostat. He then proceeded to closure with a prostar 9 fr pvs device. The prostar device was used without defect or difficulty, resulting in closure of the arterotomy site. However, hemostasis was not achieved as expected and the pt was sent to vascular surgery. Puncture of the femoral artery was noted by the vascular surgeon and the pt underwent a successful femoral-popoliteal bypass. The pt is doing well following surgery. The repaired puncture was not attributed to the prostar device. The cardiologist attributed the event to overdilation and puncture of the femoral artery by the hemostat prior to using the prostar predilator. He has since switched to a different hemostat. The hemostat is not part of the prostar pvs system. The prostar device functioned as expected and did not contribute to the event in any away.